Event description:
Information was received indicating that a smiths medical cadd-solis vip pump reads "cassette is not properly attached" when the cassette is actually attached properly. There were no adverse events reported.